Manufacturer narrative:
The field service engineer (fse) and the application specialist visited the site on (B)(4) 2015. The measuring cell had been replaced on (B)(4) 2015. During the site visit on (B)(4) 2015, multiple parts were adjusted, changed or replaced. It was noted that no other assays on this instrument are affected.

Manufacturer narrative:
Based on the available data, a specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The possible root causes may be related to instrument contamination, inadequate pre-analytics, clots or fibrin in the sample. Bubbles on the reagent cannot be excluded and instrument issues cannot be excluded. It was noted that the field service engineer visited the site and mechanical checks were performed on the instrument. Analyzer tests were within specification.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). (B)(6).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for estradiol - e2 (estradiol iii). The erroneous result was reported outside of the laboratory. The initial estradiol iii result was 1098 pmol/l. This result was reported outside of the laboratory. The patient had an ultrasound scan after this and a new blood sample was obtained on (B)(6) 2015. The new estradiol iii result was 700 pmol/l. The initial result of 1098 pmol/l did not fit the clinical picture of the patient as the patient is undergoing assisted conception therapy. The original sample was repeated on (B)(6) 2015 and the result was 331.2 pmol/l. The new sample that produced the 700 pmol/l result was also repeated and the result was 700 pmol/l. No adverse event occurred. The patient is currently doing well. The estradiol iii reagent lot number was 184183. The expiration date was not provided. The instrument underwent preventive maintenance on (B)(6) 2015 and liquid flow cleaning was performed on (B)(6) 2015. It was noted that pinch tubing is exchanged each month and the tubing is moved through the valve every couple of days to prevent the same area of the tube being pinched. It was noted that the customer is not using rack adapters and the staff do not wear gloves.

Manufacturer narrative:
During further investigation, it was observed that the analyzer performance check was not within specification on (B)(6) 2015. Several calibrations failed. The most recent calibration on (B)(6)2015 was acceptable. Based on the available data, the observed instrument issues are not the likely root cause of the erroneous results. A specific root cause could not be identified with the information provided for investigation. A potential root cause may be related to a general contamination source in the laboratory or the instrument.